Event description:
The patient reported feeling extreme pain; the incision site where the extension device connects to the lead was swollen and bleeding. He also experienced a shock at the site after turning his therapy on. The patient anticipated follow-up with hcp that day. Additional information has been requested from the physician.